Event description:
It was reported via clinical affairs that a patient with an implanted edwards aortic bioprosthetic valve was diagnosed with severe aortic insufficiency and moderate stenosis. The patient underwent an implant of a transcatheter aortic valve inside the subject device (valve in valve procedure). Case summary indicates no complications as the patient was transferred in stable condition.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis and regurgitation of bioprosthetic valves can be a manifestation of structural valve degeneration and/or non structural dysfunction, where contributing factors can be patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.